Manufacturer narrative:
See also MDR 3003637274-2011-00009. Exemption number e2010020. Kavo dental (B)(4) (the MFR) is submitting the report on behalf of (B)(4).

Event description:
During a standard procedure, a dental electrical handpiece got hot and burned the pt's cheek and the assistant's finger. Two persons have been affected.